Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that the patient had their thoracic ipg explanted and replaced. The patient's cervical ipg is still pending surgical intervention.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03111. It was reported that both of the patient's ipgs became inoperable due to not recharging as recommended. As a result, the patient may undergo surgical intervention to address the issue.